Event description:
It was reported that the patient is experiencing an unknown issue with a spectra device. A revision has not yet been performed. No patient complications were reported in relation to this event.

Event description:
It was further reported that the patient experienced an erosion in 'glans' with a spectra device. The device was explanted and the patient is waiting for a new surgery date to be implanted. Patient is "fine, healthy".